Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle was broken in the patient "as per cc form": during ebus procedure, doctor had to do a puncture in a nodule, station 4r, of the patient. When he tried to pass through the lung cartilage in order to punction the nodule on the second pass, the needle broke. Consequently she had to remove the part of the needle nailed on the lung wall with another bronchoscope, she decided to rmove the needle helped by foreign body forceps. She could end her ebus procedure, however the patiente was sent to radiology to do a tac procedure to be ensure about the value of the damage caused by this adversal event. Additional question received on 09 -feb-26. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? > 4r 2. Please describe the size of the intended target site. > more than 1 cm 3. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? > patient end (distal end) 4. Was gaining access to the target site difficult? > no 5. Was puncture of the targeted site difficult? > no 6. What is the scope manufacturer and model number that was used? > pentax: eb19-j10u 7. Was the scope recently service/repaired? > no 8. Was the device used in a tortuous position? > no, the normal position to do the procedure of 4r station 9. Was force required on insertion of device into scope? > no 10. Was resistance felt while inserting the device through the scope? > no 11. Was the endoscope in a flexed or twisted position at any time during the procedure? > yes 12. Was the stylet partially removed when advancing the needle into the target site? > no 13. Are images of the device or procedure available? > no 14. Was the device damaged in packaging before removal? > no 15. Was the device damaged on removal from packaging? > no 16. Was force required to remove the device? > no 17. When was the issue noted? > doing the punction, second sample of that region 18. Were any other defects (other than the complaint issue) observed on the delivery system > other defects weren´t observed 19. How many samples were obtained (passes completed) with this needle? > the first sample was good, trying to do the second sample the needle broke 20. Was it possible to be fully retract before removing the needle from the patient? > yes 21. Did any section of the device detach inside the patient? > yes 22. If not with the device in question, how was the procedure performed and/or finished? > removing the distal part of the needle with another bronchoscope, consequently she had to remove the part of the needle nailed on the lung wall with another bronchoscope, she decided to remove the needle helped by foreign body forceps. 23. Did the patient require any additional procedures as a result of this event? > yes: tac 24. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? >the procedure was able completed after the needle incident was resolved 25. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? > the scope position was the typical position when the procedure has to do a punction of that station, once the sheet was put in the right position the doctor has to move the distal tip in order to obtain the ultrasound image of the lesion 26. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? > no

Manufacturer narrative:
Device evaluation: 1 unit of lot of echo-hd-22-ebus-p was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 16 february 2026. Observations from the lab evaluation were as follows; distal end of needle examined and observed to be broken approx. 3.3cm below tip of the sheath. Some biological matter observed on distal end of needle. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage to the patient end of the needle during insertion/advancement down the scope after the first pass resulting in the needle tip getting damaged or bent and breaking during the procedure. Needle kinks and bends can cause stress concentration leading to breakage. Although it has been advised that the target site was not difficult, it is possible the actual lesion was hard potentially leading to the distal end of the needle to break after the first pass. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 2 apr 2026.